Event description:
Hill-rom received a report from a hill-rom tech stating the brakes not set alarm did not work. The bed was located on 5 wollman 531 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom tech found the external alarm needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012- 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external alarm to resolve the issue. Based on this info, no further action is required.